Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after treatment date. The reported treatment could be identified in the logfile and was performed with 0.00 +0.75 x 005 which is same as in treatment report. It indicates the value 0.00 +0.75 x 005 were entered into system. Therefore, it could not confirm that the user entered 0.00 -0.75 x 005 into the system. Review of the logfile for the day of treatment shows the system was working within specification as intended. No technical problem or abnormalities with the system can be identified by reviewing the logfiles. According to information from the service team and clinical application specialist team a technical root cause of the system could be excluded. The root cause could only be user error. The root cause is user error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the treatment entered into the laser system and the treatment performed were different. The site is questioning if the laser changed the treatment. The patient's outcomes was far from what was predicted. Additional information requested.